Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a loss of sensing and loss of capture were noted on the right atrial (ra) lead. An x-ray was performed and revealed an ra lead dislodgement. The ra lead was repositioned to resolve the event. The patient was stable with no consequences.